Event description:
On (B)(6) 2014, the physician reported that he observed high lead impedance on system diagnostics performed on the patient's vns device on (B)(6) 2013. The dc dc code seen was 6. The patient's vns generator was not programmed off and x-rays were not ordered. The physician was not aware of any trauma or manipulation which may have caused or contributed to the event. The patient's vns lead and generator were replaced on (B)(6) 2014. The lead was replaced due to high impedance and the generator replaced due to an inability to interrogate from a depleted battery. The explanted devices were returned to the manufacturer.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.